Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy there was blood in the gas line which did not back up to the iab pump. The customer stopped pumping and disconnected the iab from the rear of the pump. There was no reported injury to the patient.

Event description:
It was reported that during intra-aortic balloon (iab) therapy there was blood in the gas line which did not back up to the iab pump. The customer stopped pumping and disconnected the iab from the rear of the pump. There was no reported injury to the patient. Medwatch form FDA 3500 (10/15) received 28-june-2018 manufacturer report#: 050351000-2018-001 states as follows: intra-aortic balloon catheter was removed in or due to rupture of device inside patient.

Manufacturer narrative:
Additional information: age or date of birth: changed patient age from: 75 to: 74 based on medwatch report added patient's birthdate. Added patient's ethnicity and race. Event: added medwatch report number and updated event information. "Initial report sent to FDA " changed from: unknown to: yes. "Evaluation method code" added codes 3331, 4109, and 4110. "Evaluation conclusion code" added code 11. Product status: the product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint#: (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy there was blood in the gas line which did not back up to the iab pump. The customer stopped pumping and disconnected the iab from the rear of the pump. There was no reported injury to the patient. Medwatch form FDA 3500 (10/15) received 28-june-2018 manufacturer report # (B)(4) states as follows: intra-aortic balloon catheter was removed in or due to rupture of device inside patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and the sheath. A portion of the extracorporeal tubing was cut from the iab and not returned. A visual examination of the product detected the inner lumen within the membrane was completely separated within a kink approximately 27.9cm from iab tip. An underwater leak test of the balloon, catheter, y-fitting and portion of extracorporeal tubing was performed and a leak was confirmed at the inner lumen separation. The break found in the inner lumen appears to have been the result of a severe kink, which eventually failed and allowed blood to leak into the membrane and catheter tubing causing the reported problem. It is difficult to determine when the break occurred but it is possibly a result of patient movement during the procedure. The evaluation confirmed the reported problem. Continual flexing of a kink can cause the catheter to become penetrated. It is difficult to determine when the penetration may have occurred, however, it could cause the reported event. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Complaint #: (B)(4), record #: (B)(4).